Event description:
Ever since having my breast implants about 4 years ago, I have developed severe food intolerances amongst other problems and irregular hormones which caused my periods to stop completely for years. I am now so limited to what I can eat that I fear soon I will become intolerant to all foods - the reactions are not just digestive issues they cause my whole body to go into turmoil along with severe fluid retention, drowsiness and a raft of other side effects from which it takes minimum a week to recover from - it has ruined my life.